Event description:
On an unreported date, the patient experienced a break in aseptic technique and acquired peritonitis. The home patient was hospitalized for an unreported indication. The next day the patient experienced peritonitis manifested by "fish wash color drainage." The home patient was treated with vancomycin, amikacin and clindamycin (dosages, frequencies and routes not reported) for treatment of the peritonitis. On an unreported date, the patient's peritoneal catheter was repositioned. Ongoing retraining on aseptic technique was performed.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.